Manufacturer narrative:
The customer was instructed to troubleshoot and found that both baths were overflowing. Customer manually drained the bath lines, did a startup, and operation was acceptable. Customer then reported a clear liquid under the instrument. Customer was given troubleshooting instructions and a vacuum failure was observed. A field service engineer (fse) was dispatched and discovered that the cap came off the fitting on the vic which caused the vacuum errors. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter act diff 2 analyzer was leaking and was generating low control results. There was no death, injury, or change to patient treatment associated with this event. There was no exposure to open lesions or mucous membranes, and no one sought medical attention.